Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
A 26 mm sapien 3 valve was successfully deployed in the aortic position. Upon deflation of the delivery system balloon, blood came back into the inflation device. No hole was observed, but it was suspected that there was a hole somewhere, possibly in the guidewire lumen. There was no injury to the patient. There was no difficulty during valve alignment, there was no balloon rupture during valve deployment, there was no difficulty during removal of the devices, and the delivery system was removed through the sheath without issue. The patient¿s vessel and aortic tortuosity was mild.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the crimp balloon appeared intact near the I/c bond. A kink was observed on the proximal end of the balloon shaft at the default position, but was considered to be due to the packaging condition of the returned device. Procedural imagery was provided for the evaluation by the complaint site. Upon review, imagery showed the valve was properly aligned between the alignment markers prior to the valve deployment. Imagery showed the valve at initial and full deployment. The valve was fully deployed prior to balloon deflation. No abnormalities observed. During dimensional analysis, the distal guidewire shaft outer diameter (od) and nose tip inner diameter (ID) measurements were taken and met the specifications. In addition, the measurement of the guidewire shaft marker band location was taken and met the specifications. During the preliminary evaluation of the returned device, an attempt was made to inflate the balloon with contrast solution. A constant stream of solution was seen coming out from the distal nose tip, suggesting that there was a leakage in the guidewire lumen. Visual inspections and functional testing of the returned device confirmed a manufacturing non-conformance in the nose tip to guidewire shaft bond area. Upon receipt of the device, the guidewire shaft was not fully seated within the nose tip body and nose tip fill port was inadequately filled with adhesive resulting in the leak channel through the glue port, and subsequently leading to the reported leakage during the procedure. During the delivery system manufacturing, the nose tip/guidewire shaft bond was inspected: check that gw shaft is all the way down in nose tip; check inner bond area and glue port are filled and glue does not cover. Visually inspect inner bond area. During final inspection, distal to proximal visual inspection on the entire device was performed for: missing components, incorrect assembly, device damage (kinks, cuts), and contamination. The nose tip to balloon bond was visually inspected for: material separation, insufficient weld, and leak channels. Visually inspect the nose tip to guidewire shaft bond for visible leak channels in bond area. The commander delivery system is 100% leak tested. Post leak test, there is a visual inspection of the balloon catheter. The work order underwent a product verification testing as a requirement for lot release. Samples were taken for testing: visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye); visually inspect and accept if nose tip/guidewire shaft bond is intact. Of note, no failures occurred during product verification testing and the lot was released. A device history record review (DHR) did not reveal any manufacturing non-conformances that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A review of complaint history for august 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿leakage¿. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. The complaint event did not exceed the existing fmea occurrence rate. In addition, in this case, the procedure was completed with the valve being successfully deployed without any patient impact. Additional assessment of the failure mode is not required at this time. The complaint was confirmed and a manufacturing non-conformance (insufficient nose tip to guidewire shaft bond) was identified during the product evaluation. No IFU/training material inadequacies were identified. Although corrective or preventive action is not required due to the severity/criticality of the event and the occurrence rate for this failure mode being low, an awareness communication for manufacturing was performed focusing on the manufacturing inspections. In addition, a product risk assessment (pra) has been initiated for further investigation.